Event description:
It was reported that apparently patient knee never settled and caused him pain. Surgeon suspected a low-grade infection but lab tests could not confirm it. Patient had a second revision surgery to remove the implant and insert a cement spacer. Primary knee replacement performed on the (B)(6) 2019. On the (B)(6) 2019 patient had a first revision surgery to exchange the poly and perform a washout (this event was reported at the time).